Event description:
It was reported by repair work order that the bed was drifting down due to malfunctioning lift motors. It was also reported that drift caused the scale to be inaccurate at low height due to alignment issues. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.